Event description:
The facility reported an infusion pump with under infusion during service on channels a and c. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.